Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, and loss of capture. A complete lead was returned in one piece. The helix mechanism issue was confirmed while the reported event of loss of capture was not confirmed. Visual examination found the helix retracted and clogged with blood and tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to the helix issues reported in the field. After cleaning, the helix was able to fully be extended and retracted, with the extension length measured within specifications. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Final analysis found no indication of conductor fractures or internal shorts. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for a post-implant follow-up, experiencing bradycardia along with symptoms of giddiness and shortness of breath. Upon device interrogation, the right ventricular (rv) lead was noted to exhibit significantly increased capture threshold resulting in a total loss of capture. Fluoroscopy confirmed that the helix of the rv lead had retracted, causing microdislodgement. The rv lead was explanted and replaced. The patient was in stable condition.